Manufacturer narrative:
Eval summary: patient age, weight, activity level, sex and build are not known. Details about surgeon manipulation are not known. No engineering analysis could be done with available information. Device does not exhibit any significant damage and meets dimensional specification where measured. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted approximately 5 years ago. Device dislocated in 2007. When the surgeon did the manipulation, the bipolar separated from the metal head. Revision surgery was performed dated the next day.